Event description:
A pt sustained a 1st degree chemical burn to their face from a respironics profile lite mask disinfected with cidex opa. The pt was involved in a sleep study at the time of the incident.